Event description:
Customer called to report the pump had a no delivery alarm. It was stated that the audible tone was faint and the buttons did not respond properly. Troubleshooting was performed. The alarm continued. Device was not dropped, bumped, or exposed to moisture.